Manufacturer narrative:
Upon further evaluation the suspect medical device has been changed to the architect hivag/ab combo and architect syphilis tp assay. The us list numbers of each assay are not approved for blood screening in the us. No further information will be provided. The evaluation is in-process.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated (B)(6) results while using the architect i1000sr analyzer. The customer provided the following data: patient 1: (B)(6) testing: (B)(6). The patient has no clinical signs of (B)(6). Additionally, the physician believes the result to be (B)(6) as the child is in good health and there is no (B)(6) in the family. Patient 2: (B)(6): (B)(6) 2018, (B)(6), the specimen was (B)(6) when tested at another lab, method not provided. There was no adverse impact to patient management reported.